Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment difficulty occurred. The physician gained vascular access using a 6f sheath via the right femoral artery for an ipsilateral approach to treat a 10mm long chronic total occlusion target lesion, located "at the origin," of the superficial femoral artery (sfa). The target lesion was treated with pre-dilation using a 5.0x80mm non-bsc balloon, resulting in a vessel dissection. The physician attempted to use a longer stent than initially planned, to treat the dissection and the target lesion by using a 6x201x130mm innova stent. Approximately 10cm of the stent was deployed using the thumb wheel without any reported problems. Next, the physician believed the stent pushed forward, then after pulling the rack the physician did not see movement of the stent on the monitor. The physician attempted to remove the entire device but did not observe movement again. Then the stent lengthened as the physician attempted to remove the device and the stent became stuck at the puncture site and it was deployed. At that time "severe bleeding" occurred, which was treated with a venous patch and the patient is doing okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the innova device was received cut into multiple sections. There was one impression on the flat area of the distal tip and a scratch mark below the impression. The proximal side of the tip/inner liner segment showed signs of tensile failure. It is unclear if this damage was caused during or after the procedure. The segment appears to be located at a flushing port and is supported by measure of the intervals dimensionally. All other returned segments show signs that it was cut after the procedure. The middle sheath to rack/retainer bond was undamaged and could move freely. No other damage was evident on the device during review. There was no evidence of any product quality deficiencies or product specification non-conformances related to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment difficulty occurred. The physician gained vascular access using a 6f sheath via the right femoral artery for an ipsilateral approach to treat a 10mm long chronic total occlusion target lesion, located "at the origin," of the superficial femoral artery (sfa). The target lesion was treated with pre-dilation using a 5.0x80mm non-bsc balloon, resulting in a vessel dissection. The physician attempted to use a longer stent than initially planned, to treat the dissection and the target lesion by using a 6x201x130mm innova stent. Approximately 10cm of the stent was deployed using the thumb wheel without any reported problems. Next, the physician believed the stent pushed forward, then after pulling the rack the physician did not see movement of the stent on the monitor. The physician attempted to remove the entire device but did not observe movement again. Then the stent lengthened as the physician attempted to remove the device and the stent became stuck at the puncture site and it was deployed. At that time "severe bleeding" occurred, which was treated with a venous patch and the patient is doing okay.